Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) (B) (6) alleging that the onetouch ultra2 meter is giving inaccurate high readings. This complaint is classified based on the follow-up info obtained on (B) (6), 2010 and the documentation of the customer care advocate (cca). The pt tests his blood glucose 4 to 5 times per day and manages his diabetes with lantus and "rapid" insulin. The pt reportedly has a sliding scale insulin regimen based on his carbohydrate intake and blood glucose reading. On (B) (6), 2010, at 12:35 am, 11:25 am, 15:33, 17:43, 23:09, the pt obtained blood glucose readings of "5.1, 5.8, 13.3, 7.1, and 17.0 mmol/l" respectively on the subject meter. Prior to going to bed that night, the pt reportedly took 8 units of rapid insulin per the "17.0 mmol/l." On (B) (6), 2010, the pt reportedly woke up at 8:51 am and promptly tested his blood glucose at "7.3 mmol/l." The pt claimed that he immediately passed out after he obtained his blood glucose reading. The paramedics arrived shortly and treated the pt with glucose tablets. The pt could not know what blood glucose readings the paramedics initially obtained on the emergency medical service (ems) meter. The pt was not taken to the hospital and did not require any further medical treatment. The pt felt that the "17 mmol/l" reading obtained on the subject meter the night before, may have been inaccurately high. The pt's insulin regimen was not changed immediately prior to or after the day of the medical intervention. The pt felt his insulin sliding scale regimen was correctly calibrated. During troubleshooting, the cca noted that the pt did not have any control solution to perform a control solution test. This complaint is being reported because the pt received medical intervention suggestive for hypoglycemia after he took insulin per the lfs meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.